Event description:
During test, the device displayed a white screen.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.